Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheters were too stiff. The customer also suspected that they were developing a urinary tract infection from reusing supplies, since the customer was unable to get the preferred catheters 50816g on back order. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed as user related because patient was reusing the catheters which is against the instructions for use. Therefore the root cause for this failure could be ¿user did not follow the instruction¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required as the event was use related. The instructions for use were found adequate and state the following: "warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Precautions: 7. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. 10. The catheter is for single use only and must then be discarded. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the intermittent catheters were too stiff. The customer also suspected that they were developing a urinary tract infection from reusing supplies, since the customer was unable to get the preferred catheters 50816g on back order. It was unknown what medical intervention was provided.